Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. The fox plus is being filed under a separate medwatch report number.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre-dilatation in the heavily calcified common iliac artery, the fox cross balloon ruptured at 15 atmospheres. A fox plus balloon was then inserted for pre-dilatation and ruptured at 10 atmospheres. Both devices were completely and easily removed from the patient. There were no adverse patient effects. Though requested, no additional information was provided.